Event description:
It was reported that patient enrolled in a clinical study underwent a partial knee arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2012, due to pain as a result of tibial overload. All components were removed and replaced with a total knee system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, ¿persistent pain.¿